Event description:
A customer called to inform natus neurology that an injury occurred while using the nicolet viking edx. A pt was burned at the needle electrode site when the doctor was conducting a stimulated single fiber emg.

Manufacturer narrative:
Registered internally as a complaint (B)(4) for further investigation by manufacturer.